Event description:
Facility indicated that the patient was brought to the cardiac cath lab emergently with unknown symptoms. The physician did not predilate the non-calcified, non-tortuous, 70% stenosed lesion in the proximal lad. The physician did not encounter any difficulty crossing the lesion with the taxus express2 3.0x20mm drug eluting stent and deployed the balloon to 15 atm's for 30 seconds. The stent was not post dilated. The stent was reported to be well positioned. The patient received angiomax and versed during the procedure. The patient's status at the end of the procedure was stable. About one hour post procedure the patient began to experience back and chest pain with EKG changes. The patient was brought back to the cath lab and a thrombosis in the stent of the proximal lad was found. The physician used a 3.0x15mm nc ranger to treat the thrombosis. The balloon was deployed to 16 atm's for an unknown length of time. The patient received heparin. Reopro and plavix during this intervention. No further complications were reported. It is the opinion of the physician that this thrombotic event is related to the stent.